Event description:
Physician states that the device and generator are not providing the level of hemostasis expected and 6 patients have developed hematomas. This supplemental report represents patient #4 who developed a hematoma subsequent to a generator upgrade procedure. The hematoma required surgical intervention to evacuate fluid and revise the pocket.

Event description:
Physician states that the device and generator are not providing the level of hemostasis expected and 6 patients have developed hematomas. This supplemental report represents patient #5 who developed a hematoma subsequent to a generator upgrade procedure. The hematoma did not require surgical intervention.

Event description:
Physician states that the device and generator are not providing the level of hemostasis expected and 6 patients have developed hematomas. This supplemental report represents the analysis performed on the returned product involved in the complaint for all 6 patients.

Manufacturer narrative:
Product event: (B)(4). Evaluation process: unit received in fair condition with very minor surface imperfections. No hand pieces were received. Internal visual inspection revealed no loose or broken components. Unit delivered rf energy correctly into fixed resistors. To establish that the unit delivered energy reliably in cut and coag modes, the active burn-in portion of test procedure (B)(4) was performed. The unit passed with no issues. Root cause: the unit delivered rf energy correctly into fixed resistors in the service department: the described behavior could not be replicated.

Manufacturer narrative:
Method: generator returned to manufacturer for analysis and completion of analysis pending. Result: generator returned to manufacturer for analysis and completion of analysis pending. Conclusion: generator returned to manufacturer for analysis and completion of analysis pending. Product event: (B)(4). (B)(4).

Manufacturer narrative:
Method, result, conclusion: generator returned to manufacturer for analysis and completion of analysis pending. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation (method): generator returned for analysis and analysis pending completion. (B)(4).

Event description:
Physician states that the device and generator are not providing the level of hemostasis expected and 4-5 patients have developed hematomas. In addition, one of the 4-5 patients involved was readmitted with an infection that required removal and replacement of the patient's pacemaker. Patient information currently unknown but attempting to be obtained.

Event description:
Physician states that the device and generator are not providing the level of hemostasis expected and 6 patients have developed hematomas. This supplemental report represents patient #1 who developed a hematoma subsequent to a generator change out procedure. The hematoma required surgical intervention to evacuate fluid and revise the pocket.

Event description:
Physician states that the device and generator are not providing the level of hemostasis expected and 6 patients have developed hematomas. This supplemental report represents patient #5 who developed a hematoma subsequent to a generator upgrade procedure. The hematoma did not require surgical intervention.

Manufacturer narrative:
Generator returned to manufacturer for analysis and completion of analysis pending. (B)(4).

Event description:
Physician states that the device and generator are not providing the level of hemostasis expected and 6 patients have developed hematomas. This supplemental report represents patient #6 who developed a hematoma and infection subsequent to a generator upgrade procedure. The hematoma and infection required surgical intervention to evacuate fluid and explant the device.

Manufacturer narrative:
(Method): generator returned to manufacturer for analysis and completion of analysis pending. (Result): generator returned to manufacturer for analysis and completion of analysis pending. (Conclusion): generator returned to manufacturer for analysis and completion of analysis pending. Product event: (B)(4).

Event description:
Physician states that the device and generator are not providing the level of hemostasis expected and 6 patients have developed hematomas. This supplemental report represents patient #3 who developed a hematoma subsequent to a generator change out procedure. The hematoma did not require surgical intervention.

Manufacturer narrative:
Evaluation, method), result, conclusion : generator returned to manufacturer for analysis and completion of analysis pending. Product event: (B)(4).

Manufacturer narrative:
Method, result, conclusion: generator returned to manufacturer for analysis and completion of analysis pending. (B)(4).